Manufacturer narrative:
Mfg event ID: (B)(4) . Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
Same case as #1527460-2010-00171. The complainant reported a balloon burst. It is unk how long the replacement tube was in use.